Manufacturer narrative:
(B)(4). UDI#(01) (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on (B)(6) 2024 the patient had a 2-lumen cvc inserted into the left jugular under ultrasound guidance without any difficulty. The patient reported experiencing chest discomfort. There was difficulty with aspiration in the distal lumen, however it was resolved with flushing of the cvc catheter. A chest x-ray was performed and was reported as normal. After approximately 48 hours of device use, a chest CT was performed for other reasons. The chest CT scan, performed on (B)(6) 2024 showed presence of modest thickening of the adipose tissue of the mediastinum anterior in whose context the distal apex of the cvc is recognized, with left jugular entrance, which projects outside and below the left subclavian vein. There was no reported case of a pneumothorax or presence of infused material in the mediastinum or thorax. The cvc was removed and replaced. There were no clinically relevant consequences for the patient. It was reported that the patient's current condition was fine".

Manufacturer narrative:
Qn#(B)(4). UDI#(B)(4).

Event description:
It was reported that: "on (B)(6) 2024 the patient had a 2-lumen cvc inserted into the left jugular under ultrasound guidance without any difficulty. The patient reported experiencing chest discomfort. There was difficulty with aspiration in the distal lumen, however it was resolved with flushing of the cvc catheter. A chest x-ray was performed and was reported as normal. After approximately 48 hours of device use, a chest CT was performed for other reasons. The chest CT scan, performed on (B)(6) 2024 showed presence of modest thickening of the adipose tissue of the mediastinum anterior in whose context the distal apex of the cvc is recognized, with left jugular entrance, which projects outside and below the left subclavian vein. There was no reported case of a pneumothorax or presence of infused material in the mediastinum or thorax. The cvc was removed and replaced. There were no clinically relevant consequences for the patient. It was reported that the patient's current condition was fine".